Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stent placement procedure, the patient allegedly experienced pain in calf. The current status of patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: neither sample nor images were provided which leads to inconclusive result. Based on information available an alleged relation between the calf pain and the placed stent could not be identified. A definite root cause for the pain experienced by the customer could not be determined. Labeling review: the instructions for use describes the entire stent placement procedure, e.g. Holding and handling throughout deployment, accessories to be used, potential adverse events. As no device deficiency was reported, a specific entry related to the reported event could not be identified. H10: g3 h11: h6 (method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a stent placement procedure, the patient allegedly experienced pain in calf. The current status of patient is unknown.